Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 59 and 179 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 361 mg/dl and 398 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is 07/12/2017. The meter memory was reviewed for previous test result history (customer is not concerned with the 498 mg/dl fasting in memory): 379mg/dl, (B)(6) 2017, 02:43 pm, fasting: yes; 179mg/dl, (B)(6) 2017, 10:10 pm, fasting: yes; 59mg/dl, (B)(6) 2017, 10:07 pm, fasting: yes; 281mg/dl, (B)(6) 2017, 09:40 pm, fasting: yes; 498mg/dl, (B)(6) 2017, 06:02 pm, fasting: yes. Memory concerns: 59mg/dl and 179mg/dl back to back fasting.